Event description:
It was reported that, during a holmium laser enucleation of prostate procedure, the fiber suddenly fractured. The procedure was completed with another of same model. There were no patient complications.

Event description:
It was reported that, during a holmium laser enucleation of prostate procedure, the fiber suddenly fractured. The procedure was completed with another of same model. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. No sign of breakage was found; therefore, the reported fiber break event could not be confirmed. The fiber tip exhibited normal degradation, and scratches were observed at the connector surface, but light was able to pass through. The fiber length was measured and found to meet the specified design requirements. During functional testing the aiming beam was bright and round. According to the device instructions for use: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.